Event description:
It was reported that a cgm error 42 occurred after the pump recently came out of storage mode. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to wait 20 minutes after the pump exits storage mode before beginning a sensor session, and a complete pump reset was conducted with guidance. As this was the second occurrence, the pump was replaced and a pre-paid label was provided for its return. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery, and the problematic pump was to be sent back within 10 days.